Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that all arm movements were reversed. The procedure was completing as planned, with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue did not occur again. No further details were provided.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after removing the endoscope, clutch the arm, rotate to 180 degrees, and reinsert it into the patient. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.